Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of 400 and 500 mg/dl. The customer's current blood glucose was 135 mg/dl. The customer also reports had received power error alarm. Troubleshooting was performed and noticed the power error alarm did not reoccur. The customer experienced symptoms such as nausea and vomiting. The customer was treated with syringe. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The customer performed high pressure test and it alarmed insulin flow blocked. The insulin pump will not be returned for analysis.